Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the no atrial capture was seen on the electrocardiogram. There were three mode switches with the device and a long a-v delay. The patient has been recently cardioverted. Also reported that there may be an issue with sensing for r-waves. The device remains in use. No patient complications have been reported as a result of this event.